Manufacturer narrative:
"Infection related to the implant site" or "the implanted device, and the device or procedure is likely to have caused or contributed to the infection" is an MDR reportable complaint.

Event description:
It was reported the patient's pacemaker, right atrial lead and right ventricular lead were all explanted due to infection. The patient was stable after the procedure.